Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 9/22/2017 with the following findings: during visual inspection of the pump, it was observed that the display screen was not dim or discolored therefore the initial complaint was not duplicated during the investigation. The display was fully functional, clear and legible. The battery cap was not returned with the pump and a test cap was used to complete the investigation.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may impact the user's ability to read some or all of the information on the screen which may result in over or under delivery.